Event description:
It was reported that the indigo drill handpiece motor stopped working, error : overloading. There was no patient impact.

Manufacturer narrative:
H3: analysis of the device was completed and concluded that unit is not operating and is displaying error codes 15 and 16. Error code 15: indicates the motor is stalled. Error code 16: indicates an overcurrent condition and excessive motor temperature. The collet is corroded. The pre-repair temperature test results were recorded as t1 : 111 f and t2 : 120 f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.